Event description:
I am a patient with type 1 diabetes and currently use a medtronic insulin pump. I am submitting this complaint from türkiye. According to standard practice, each infusion set should include one protective cap. However, I have noticed that in a box of ten sets, only two caps are provided. 10 infusions set in a box have 2 protective cap. This shortage results in insufficient protection and has led to skin infections at the infusion sites. I kindly request that a cap be included with each individual infusion set to help prevent such complications in the future. Reference reports: mw5172578, mw5172579, mw5172580, mw5172581, mw5172582, mw5172583, mw5172584. Patient code: 4544. Device code: 2306.